Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) in less than 4 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion. We also received performance data collected from the device and have analyzed the data. Battery depletion/eri (elective replacement indicator) was indicated. The time of rrt (recommended replacement time) in the save to disk was on (B)(4)-2012 device rrt less than or equal to 2.62 volts. The weekly battery voltage trend data shows battery equal to 2.66 to 2.62 volts between (B)(4)-2012. There was one patient alert for low battery voltage on (B)(4)-2012.